Event description:
The following has been reported: customer reported: norepinephrine was running at 0.07 on intubated sedated and hemodynamically unstable patient. Pump started showing message saying cassette load error. Rn quickly disconnected the line from patient and reloaded line twice, wiping the metal part with alcohol both times. After the second reload and when the message kept showing, rn switched the line and med to another pump that happened to be empty next to the initial pump. By that time the patient's map went from 67-70 to 40-45. App and rn had to go up on the norepi to 0.1, give calcium gluconate 2g, and albumin 5% 250cc on an already overloaded patient to recover patient from the hypotension. Minor - moderate harm. Waiting for staff to confirm serial # of pump. A preliminary review identified the following issue: tubing set misloaded. Unknown if an active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence has been completed. No additional information was obtained. No device was returned for evaluation. Therefore, the reported condition could not be confirmed. A device history review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.